Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The caller did not mention any form of treatment for their blood glucose levels. The caller declined troubleshooting the issue but sent the insulin pump back for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.